Event description:
It was reported that the unit did not activate after the light cord was plugged in and gave an e-1 error.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.